Manufacturer narrative:
As reported, patient said that since his surgery his knee has been swollen and he has been in pain. He said that his surgeon said he will need a revision because he is ¿highly allergic to nickel¿. No additional information available. Upon review of the available information, it is likely the results of the patient¿s nickel allergy, which can cause inflammation around the knee joint. ¿metal sensitivity reactions or other allergic/histological reactions to implant materials¿ is stated in the product labeling under device specific risks. The most likely cause of the reported event is patient¿s conditions.

Manufacturer narrative:
Concomitant medical products: truliant ps cem fem ps cem left sz 4 (cat# 02-020-11-0240). Truliant tib fit tray cem sz 4f / 4t (cat# 02-022-45-4040). Three peg patella 35mm (cat# 200-02-35). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient said that since his surgery his knee has been swollen and he has been in pain. He said that his surgeon said he will need a revision because he is ¿highly allergic to nickel¿. No additional information available.